Event description:
The customer reported that the insulin pump did not deliver the bolus. The caller thought she delivered a bolus, but her blood glucose was high. Then she checked the device and there was no active insulin showing. The customer had not received any alarm. Discussed with the customer to verify that she is pressing the activate button and not the escape button or letting it time out as well to be sure that the insulin starts to delivery after pressing the buttons. The customer mentioned also that the screen has scratches. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.